Event description:
A trilogy 100 ventilator was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation was replaced to resolve the issue. Additionally, the rubber feet are missing, and the handle o rings need to be replaced. It is noted that the keypad is overused. Also, the motor blower assembly, tubing kit, and flow sensor assembly need to be replaced due to foam contamination. The customer requested that the unit be returned unrepaired. No further investigation is required.